Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during pulsed field ablation to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear that was selected for use exhibited air ingress. The sheath was inserted into the patient and positioned in the left atrium. Upon removal of the dilator and guidewire, flushing of the sheath was performed, and air bubbles were observed. The procedure was continued. When the catheter was later inserted into the sheath, air was again visible in the flushing port. No fluid leak was observed. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned as it was retained by the customer.

Manufacturer narrative:
B5: describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during pulsed field ablation to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear that was selected for use exhibited air ingress. The sheath was inserted into the patient and positioned in the left atrium. Upon removal of the dilator and guidewire, flushing of the sheath was performed, and air bubbles were observed. The procedure was continued. When the catheter was later inserted into the sheath, air was again visible in the flushing port. No fluid leak was observed. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned as it was retained by the customer. It was further reported that more bubbles than usually noted by the field were observed while withdrawing the dilator. Pressure bag was used for the irrigation of the sheath. No fluid leak nor air was seen in the patient. Guidewire was retracted at the exit of the catheter when the farawave catheter was inserted into the faradrive sheath.